Event description:
It was reported that the handle of the adjustable pin collet was coming apart during use in a procedure. There were no reports of any fragments falling from the device or into the surgical site. The procedure was completed successfully with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Since this device is not a repairable item, the device was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that the handle of the adjustable pin collet was coming apart during use in a procedure. There were no reports of any fragments falling from the device or into the surgical site. The procedure was completed successfully with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received.